Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that his blood glucose level was in the low 70 mg/dl range and he ate to bring it back up. The customer stated that at times when this happens, he would not bolus. Customer stated that because he didn't bolus, his blood glucose went high to over 400 mg/dl. He took some insulin and started feeling sick about 2 hours later and when he checked his look glucose had dropped to 47 mg/dl. He ate and drank juice. The customer stated that the insulin pump did not alert him like it should have. Customer declined troubleshooting. He stated that it was not caused by the insulin pump as there are other issues he is going through.